Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During the atrial fibrillation procedure, there was an air leak in the sheath. After placing the sheath into the patient, but prior to inserting catheters, air was aspirated into a syringe connected to the extension port of the sheath. Several aspirations to remove the air in the sheath were attempted, but the air remained in the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.